Manufacturer narrative:
Hamilton medical ag case number is: cer 95940. (B)(4) has been reopened and reviewed according to FDA form 483 inspectional observation ems #4, eobs4-8 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. The conclusion was slightly adjusted in this follow-up report nr. 01 conclusion: the issue in (B)(4) occurred during ventilation with no harm to patient, user or third party. Nether the less the event could have led to deficiency of oxygen. The malfunction occurred due to the oxygen supply valve mixing the air was stuck. The root cause why the oxygen concentration did not increase from 21% and 'oxygen supply failed' occurred was because of a sticking effect of the valve due to imprecise/incomplete storage conditions provided by the manufacturer (e.g., storage humidity missing) in specifications. The issue is not likely to be serious to public health but is likely to cause serious injury or death if it were to recur. Therefore, the event is deemed to be a reportable event and the failure 'oxygen supply valve mixing the air was stuck' will be stated as the event type malfunction in the MDR submission to FDA. Within this investigation it has been confirmed that the device failed to meet its specifications at the time for the event while it was used for treatment or diagnosis. The allegation in (B)(4) was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above already performed. In future hamilton medical ag will report an event similar as the issue in (B)(4) as it will be deemed as a reportable event.

Event description:
The following was reported to hamiton medical ag: this c1 was delivered to the hospital in february 2021. When the hospital staff used it with the oxygen concentration setting changed to 100%, the oxygen concentration did not increase from 21% and 'oxygen supply failed' occurred. The pressure in the hospital piping was normal. Patient was not harmed.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). (B)(4) has been reopened and reviewed according to FDA form 483 inspectional observation ems #4, eobs4-8 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. Conclusion: the issue in (B)(4) occurred during ventilation with no harm to patient, user or third party. Nether the less the event could have led to deficiency of oxygen. The malfunction occurred due to the oxygen supply valve mixing the air was stuck. The c1/t1 o2 mixer assembly was replaced. The issue is part of an ongoing CAPA: (B)(4) and the probable root cause seems to be found within that CAPA. The issue is not likely to be serious to public health but could potentially lead to serious injury or death if it were to reoccur. Therefore, the event is deemed to be a reportable event and the failure 'oxygen supply valve mixing the air was stuck' will be stated as the event type malfunction in the MDR submission to FDA. Within this investigation it has been confirmed that the device failed to meet its specifications at the time for the event while it was used for treatment or diagnosis. The allegation in (B)(4) was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above already performed. In the future, hamilton medical ag will report a similar event to the issue in (B)(4), as it will be deemed as a reportable event.

Event description:
The following was reported to hamiton medical ag: this c1 was delivered to the hospital in february 2021. When the hospital staff used it with the oxygen concentration setting changed to 100%, the oxygen concentration did not increase from 21% and 'oxygen supply failed' occurred. The pressure in the hospital piping was normal. Patient was not harmed.